Event description:
Dealer advised left seat rail broke in the front an inch behind where arm rest attaches to the chair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.